Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement prior to use appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
During preparation of a 3.50x28mm rx vision balloon expandable stent the stent came off when the stylet was removed. Another unspecified device was used to successfully complete the procedure. There was no patient involvement, and no clinically significant delay. No additional information was provided.